Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The taxus express2 2.5x16mm drug eluting stent was prepped, loaded onto the wire and introduced into the touhy. While the stent delivery system was being introduced, the shaft split. It was not introduced into the pt. The procedure was completed with 2 new taxus stents. No pt complications occurred.